Event description:
It was reported that prior to a surgical procedure conducted at the user facility the device broke. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
During the visual inspection, a part of the bushing on the tracker interface side was found to have broken off and was missing. Based on the age of the device (5+ years) handling of the device most likely caused or contributed to the reported event.

Event description:
It was reported that prior to a surgical procedure conducted at the user facility the device broke. No adverse consequences or procedural delays were reported with this event.